Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: this meter is designed to display readings of 20 mg/dl to 500 mg/dl. A blood glucose reading greater than 500 mg/dl will read as a "hi" in the adc meter.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
An emt coordinator reported that on (B)(6) 2011 they were called to respond to a customer who had experienced a loss of consciousness. A reading of "hi" (a reading greater than 500 mg/dl) was obtained on a precision xtra blood glucose meter. It is unknown how much time had elapsed between the loss of consciousness and the result of "hi" on his meter. Paramedics transported customer to a local healthcare facility. A reading of 12 mg/dl was received approximately 20 minutes later on an unknown brand of meter at the hospital. Customer was diagnosed with hypoglycemia and treated with an unknown number of glucose tablets in addition to drinking orange juice. There was no report of death or permanent injury associated with this event.